Event description:
The customer biomedical engineer (biomed) reported a speaker malfunction, but cannot confirm if there are sounds on bootup. The device was reported to have been in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the findings, this is no longer considered a reportable event. The speaker was replaced per current repair process and not due to any fault. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.